Event description:
The following was reported to hamilton medical ag: "as per the end user, the unit given continuous alarm and went off (shut down) immediately. Inspected the device initially, unit was not able switch on, open the device and found a burnt part in driver board." No patient involvement. The case has not been reviewed yet by hamilton medical ag; therefore, the failure description could not be confirmed yet.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Manufacturer narrative:
Investigation outcome: the device was reported to have shut down unexpectedly during active ventilation, followed by a continuous buzzer alarm. The device could not be restarted thereafter. No health consequences or impact. On reviewing the device logs, it was observed that no tf/te or any other error entries appeared in the logs at the time of failure, which is attributed to a sudden power loss, and in this case caused by a burnt capacitor. In such scenarios, the esm which is responsible for recording event logs becomes non-functional, resulting in no further events are recorded. This behaviour is reflected in the logs as a missing 'off ventilation software' event without any technical error entries prior to the subsequent 'on ventilation software' entry. In cases of complete power failure, the device's buzzer activates and sounds continuously for a minimum of two minutes, signalling the need for immediate attention, which is the expected behaviour of the device under such condition. During troubleshooting, a burnt capacitor was found on the driver board. The driver board was replaced to enable access to the device logs. Replacing the board successfully resolved the issue. This case is considered as closed.